Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited back-up operation. The patient was stable. No further information was available.

Event description:
New information available on (B)(6) 2018 states that the device was restored to its normal functions. Patient condition pre, during and post event was stable.